Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced ongoing, intermittent issues with the battery not holding its charge. Tandem technical support reviewed the current pump history and it appeared that the battery was depleting normally based on the settings/usage and recommended the battery should be charged daily. The customer acknowledged the information; however, but expressed dissatisfaction in doing so. Blood glucose was in the 300's mg/dl. The customer continued to use the pump for insulin therapy.